Event description:
It was reported that insulin was leaking from the o-rings into the reservoir compartment. It was stated that customer also sees a large amount of fluid under the screen. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.